Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the electrode was cut during a left ventricular assist device (lvad) implant procedure, triggering a high impedance (hi) alert on the subcutaneous implantable cardioverter defibrillator (s-ICD). Subsequently, the s-ICD system began emitting tones. The s-ICD system remains implanted. No adverse patient effects were reported.